Manufacturer narrative:
It was reported by the hospital contact that during an aneurysm coiling, before use on the patient, the plastic package of the coil (dpl10030620/c28453) tore along the back side (not along sealed edges like it should) which is a possible contamination risk. The procedure was completed with same/like device (details unknown). There was no adverse consequence to the patient. There was no delay in the procedure due to the event. The device pouch was returned for analysis; however, the box and device were not returned. The pouch was returned folded into multiple sections with the adhesive attached labels removed. This handling may have produced additional damage to the pouch. The sealed edges were also opened up on two sides by the end user. It appears that when the seal was opened during the procedure, but before patient use, a tear developed when the end user attempted to open the pouches seals. No material defects were found. In addition, without the return of the device and the original box containing the pouched device or if the shipping container was damaged upon receipt it cannot be determined if any other damage related to this issue occurred after the product was shipped from the manufacturing facility. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The tear of the pouch was confirmed via product analysis; however, the root cause of the event could not be determined. There have been no other similar complaints concerning lot c28453 of this nature. The seal was not torn at the manufacturing facility as all packaging is inspected prior to shipment and this would have been readily visible, therefore the most likely contributing factor to the torn pouch use due to improper handling by the end user during the procedure. Since there was no evidence that the event was related to a manufacturing issue, no corrective actions will be taken at this time. Although it was initially reported that the device would not be returned for analysis, the pouch was returned on 7/24/2015.

Event description:
It was reported by the hospital contact that during an aneurysm coiling before use on the patient the plastic package of the coil (dpl10030620/c28453) tore along back side (not along sealed edges like it should) which is a possible contamination risk. The procedure was completed with same/like device (details unknown). There was no adverse consequence to the patient. There was no delay in the procedure due to the event. The product will not be returned for analysis.

Manufacturer narrative:
It was reported by the hospital contact that during an aneurysm coiling before use on the patient the plastic package of the coil (dpl10030620/c28453) tore along back side (not along sealed edges like it should) which is a possible contamination risk. The procedure was completed with same/like device (details unknown). There was no adverse consequence to the patient. There was no delay in the procedure due to the event. The product will not be returned for analysis. The deltaplush (dpl100306-20, lot c28453) will not be returned, therefore the root cause of the tear found along the backside cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is an initial/final report. Concomitant medical products and therapy dates: same/like device (details unknown).